Event description:
It was reported that the patient has been feeling increased fatigue the last few weeks and that there was a left ventricular (lv) lead warning, high impedance, and high thresholds on the lv lead. It was also noted that the lead trend indicates the impedance has been fluctuating since (B)(6) 2013. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: c154dwk implantable cardioverter defibrillator: implanted: (B)(6) 2007; 694965 implantable tachy lead, implanted: (B)(6) 2007; 4470 competitor implantable pacing lead, implanted: (B)(6) 2007. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that there were high lv thresholds and a lead impedance warning triggered. During a procedure on another lead six days later there were impedance changes on the lv lead. Impedance was acceptable through the analyzer but varying and high through the device. Capture threshold had increased as well. The connection was checked and the lead was found to be fully seated. The physician will wait to replace the lead.